Manufacturer narrative:
The bolus wizard functioned properly per the bolus wizard sample in the user guide. No unexpected display anomaly was noted during testing. The pump passed the self test. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Event description:
The customer reported via phone call that the bolus wizard had incorrect estimates for their blood glucose. The customer also reported missing boluses from the bolus history. Customer stated the settings on their bolus wizard was correct. The customer's blood glucose was 14 mmol/l. The insulin pump will not be returned at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.